Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hepatectomy, when they disconnected the hepatic portal vein, they could press the green button but could not squeeze the handle therefore stapler was not able to fire. They replaced another device to complete the case. There was no patient injury.